Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that on (B)(6) 2018, the patient, with mixed mitral regurgitation (mr), underwent a mitraclip procedure. The plan was to implant two clips. The clip delivery system (cds) was advanced into the patient anatomy. Some visualization difficulties were noted during placement of the clip, due to shadowing from the cds shaft on the anterior leaflet. Leaflet assessment was performed and was satisfactory and the clip was deployed. The mr grade was initially reduced; however, during preparation of a second cds, the implanted clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda). The second cds was implanted, lateral to the first clip, stabilizing the detached clip and reducing the mr. Post procedure, the patient was in stable condition and the mr was reduced from grade 4+ to grade 2+. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported single leaflet device attachment (slda) appears to be due to a combination of patient morphology/pathology (restricted and severe leaflet calcification) and user technique/procedural circumstances (difficulty visualizing the clip). Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.